Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal set up joint (suj). The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted gastrostomy tube replacement surgical procedure, the site experienced a powered drive error. The caller was not at the hospital at the time of the call and informed technical support that they instructed the site to perform a hard reboot of the system. The site did not confirm whether the hard reboot resolved the issue. The technical support engineer (tse) reviewed the system logs and determined that vertical set up joint (suj) 4 was reporting the 22028 error. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer disabled one of the system arms and moved the robot manually to continue. The procedure was completed robotically with three system arms without any injury or harm to the patient. The reporter confirmed the issue occurred during a gastrostomy tube replacement surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the proximal setup joint (suj) involved with this complaint to perform failure analysis. In the system log, error 22028 was found indicating that the unit failed power-on-self-test (post), thus confirming the fault occurred in the field. Error 23007 was also found indicating the wiggle test was out of expected tolerance. Upon visual inspection, the vertical brake pad looked worn out which would contribute to the reported event. The unit was installed on a known good system in normal mode where it passed but had the 23007 and 26015 error in the log, both indicating a wiggle test issue. The unit was also installed on a patient side cart (psc) fixture test platform (pftp) where the z brake test failed and the vertical brake had high friction when exercised. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to a faulty vertical brake in the proximal suj. This issue may be resolved by fse replacement of the proximal suj.

Event description:
Refer to h11 for follow-up information.